Event description:
It was reported that the rigid video laparoscope exhibited a brief black screen issue along with the error codes e226, e231 and e238. This occurred during a therapeutic cholecystectomy procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report presents the results of the final investigation. The following fields have been updated: b5, d8, h2, h6, and h11. The device was not returned to olympus for inspection; therefore, the reported failure could not be confirmed. The root cause of the reported issue could not be identified. If additional relevant information becomes available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.